Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that he is unable to obtain a blood glucose test result with the test strips. Customer stated that the bottom portion of the test strips look all white, and when he attempts to run a blood test the test strips will not absorb the blood. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date is one week ago.

Manufacturer narrative:
Sections with additional information as of 01-aug-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.